Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings occurred. On (B)(6) 2024, the patient was at the bank when they felt sleep and eventually fainted. Prior to fainting, the patient reported the cgm was displaying 75 mg/dl but was not getting an alert from the dexcom mobile app (the patient's low setting is set to 110 mg/dl). The banker called an ambulance. After 3 to 4 minutes, the ambulance arrived. The patient was provided orange juice and a glucose tablet. Afterwards, the paramedics checked the patient's bg and it was 275 mg/dl and confirmed that the cgm was displaying 75 mg/dl. Paramedics called the patient's family member during this time. After 15 minutes, the patient stabilized and then was taken to the hospital. Information about treatment at the hospital was not provided; however, the patient was in the hospital for less than 24 hours. At the time of the report, the patient was doing okay. Performance data was reviewed. The allegation was undetermined via data. However, it was found that an app crash occurred within the investigation window. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings occurred. Performance data was reviewed. The allegation was undetermined via data. However, it was found that an app crash occurred within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.